Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure device insertion and concurrent endometrial ablation". The patient's medical history included back surgery, melanoma, multigravida, bleeding intermenstrual, headache, migraine and pelvic pain. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain/ arthritic pain") and was found to have malignant melanoma stage IV ("stage 4 melanoma"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia and malignant melanoma stage IV outcome was unknown. The reporter considered arthralgia, malignant melanoma stage IV and pelvic pain to be related to essure. The reporter commented: (B)(6) 2005 (as per mr, discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: melanoma quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure device insertion and concurrent endometrial ablation". The patient's medical history included back surgery, melanoma, multigravida, bleeding intermenstrual, headache, migraine and pelvic pain. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain/ arthritic pain") and was found to have malignant melanoma stage IV ("stage 4 melanoma"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia and malignant melanoma stage IV outcome was unknown. The reporter considered arthralgia, malignant melanoma stage IV and pelvic pain to be related to essure. The reporter commented: (B)(6) 2005 (as per mr, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: melanoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : new reporter information was added. Case become incident as essure removal was reported 4th and 5th follow up process together. On 7-jul-2020: medical records received event pelvic pain and medical device monitoring error was added. New reporter information, medical history and lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.